Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: hepatectomy. Event description: the first clip did not come out, the device blocked, they change the device and it was ok. There was no harm to the patient. To customer who reports me the incident, neither or responsible for material could not give me more information. Additional information received from applied medical representative on 26oct23: the applied medical representative confirmed the lot number as 1495807. Additional information received from applied medical representative on 14nov23: the ca500 was part of a hepatectomy kit. No further information available. Patient status: no clinical impact to the patient. Intervention: device replacement.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, # (B)(4), was included in the recall.

Event description:
Procedure performed: hepatectomy. Event description: the first clip did not come out, the device blocked, they change the device and it was ok. There was no harm to the patient. To customer who reports me the incident, neither or responsible for material could not give me more information. Additional information received from applied medical representative on 26oct23: the applied medical representative confirmed the lot number as 1495807. Additional information received from applied medical representative on 14nov23: the ca500 was part of a hepatectomy kit. No further information available. Patient status: no clinical impact to the patient. Intervention: device replacement.